Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available..

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used at least two (2) cook acrobat calibrated tip wire guides (subject of this report) and two (2) acrobat 2 calibrated tip wire guides (see related emdr 1037905-2019-00221).there are problems where the coating in some cases loosens [coating damage]. A section of the device did not remain inside any of the patient¿s bodies. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to these occurrences.